Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for an unknown thoracic endovascular treatment. It was reported that a follow up CT showed an anastomotic false aneurysm. It was reported that a secondary procedure to resolve aneurysm expansion was carried out approximately 5 years post implant. The aneurysm was of the descending thoracic aorta between the elephants trunk and the sub-renal stent. A stent with four visceral branches was implanted and a bifurcated aorto bi-iliac endoprosthesis with four branches at the renals, celiac truck and superior mesenteric arteries. The event was reported to be resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.